Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was unable to be confirmed. Inspection of the returned device revealed the conical taper shows no damage. Dimensional analysis of the head as measured found no deviations from the print specifications. Device was likely conforming when it left zimmer biomet control as there is no evidence that states otherwise. Surgical technique for bipolar cup-intraoperative technique states three sharp blows to the head with the head impactor will securely lock the femoral head device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that during the procedure the surgeon had difficulty assembling the femoral head on the femoral stem. Another femoral head was used to complete the procedure without patient injury or significant delay.